Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the input shaft. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of broken - proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, only one side of the monopolar curved scissors could be moved. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the jaw of the instrument was not static in the open position, and no broken cables were visible at the wrist of the instrument. There were no reports of tissue injury caused by the instrument¿s jaws, and no material was found missing or detached. Additionally, no photographic or video evidence was provided.